Event description:
It was reported that post-operative a laparoscopic adjustable band procedure, the pt was experiencing weight loss failure and loss of restriction. It is unk of fluoroscopy was performed to diagnose the issue. The band tubing came detached from the port. The metal locking connector was still on the port inside the subcutaneous tissue. The silicon sleeve was around the tubing in the abdomen. The band and port were removed, and the procedure was converted to a bypass procedure. It is unk how many fills/adjustments the pt had. There were no reported pt complications.

Manufacturer narrative:
Info anticipated, but unavailable at this time.